Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 07jun2019. The gas delivery system assembly (gds) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the gds revealed that the power-on hours as received was 9520 hours for both the air flow sensor and the oxygen flow sensor; optical inspection revealed backwards tubing on machine and proximal ports (long tube on proximal port, short tube on machine port). The gds was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned gds failed several air flow and oxygen flow sensor tests. The reported complaint of a failed air flow accuracy test was confirmed and duplicated. This was isolated to the u1/u2 on the submitted gds unit. The u1/u2 was replaced, and the unit then passed all associated testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On 09jan2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the 0slpm setting. There was no patient involvement. The event date was not specified; estimate used.